Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was implanted with an aus system with a 4.0 cm cuff on (B)(6) 2018 due to unspecified reasons. No patient complications were reported in relation to this event.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was implanted with an aus system with a 4.0 cm cuff on (B)(6) 2018 due to unspecified reasons no patient complications were reported in relation to this event. Additional information received indicated the physician noted that the patient did not have a sling implanted.